Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also reported that there was an occlusion. Customer's blood glucose levels at the time 26.0 mmol/l. Blood glucose levels of up to 30.0 mmol/l was also reported. Treated with manual injections. Advised to monitor the insulin pump.